Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in cr board, the supply pressure sensor does not work properly. . Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for a laparoscopy procedure, the subject device needed a board replacement. The similar equipment was used to finish the procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.